Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured 40.5 cm from the terminal pin. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.

Event description:
Boston scientific received information that during routine follow-up this left ventricular (lv) lead exhibited high out of range pace impedances and loss of capture (loc) at maximum device output. The high impedances and loc were found to be secondary to lead fracture in the device pocket as confirmed via x-ray. A revision procedure was performed during which the physician introduced a guidewire to assist in extraction of the lead and upon retracting the lead from the coronary sinus, the guidewire could not be removed. The lead was explanted with the guidewire in place and successfully replaced. No additional adverse patient effects were reported. This lead is no longer in service.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.